Event description:
It was reported that customer experienced cartridge alarm 20 on pump and had cartridge alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump and rely on alternate insulin method if needed until replacement arrived, and technical support arranged shipment of replacement pump with updated software, confirmed warranty and shipping details, provided instructions for storage mode and pump return within 10 days, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device.